Event description:
Per the patient's clinic, as of 2009, the patient began refusing to wear his processor. It was reported that the patient suffered from the chronic ear infection. Treatment included antibiotics and a surgery date of seven months later, for the placement of pe tubes has been scheduled. Additional testing of the device is planned.